Manufacturer narrative:
The customer stated the device is owned by a rental company who will be picking up the affected device.

Event description:
It was reported to philips the device powered off during patient use. This event was reported to have occurred during patient use. There was no patient harm. The device was swapped with another unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated that the device was alarming with a blank screen, turned back on, and attempted to run for a few seconds and then shut off again with an alarm. The device was picked up by the rental company and no further information is available regarding the device. The customer stated the site is using the nurse call system as a secondary alarm system.